Manufacturer narrative:
In an associated complaint of the user (complaintrec (B)(4)), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss removal of the sensor and having a new sensor inserted. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.

Event description:
Senseonics was made aware of an incident where user reported of receiving no sensor detection alerts. A new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.